Manufacturer narrative:
(B)(4). Date sent to FDA: 09/14/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Please provide the onset date/time of pain from the initial procedure. Please describe any medical intervention given for pain management including medication name and results. If reoperation was performed, please provide the date and surgical findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an uneventful sling procedure on (B)(6) 2008 and mesh was implanted to treat stress urinary incontinence. The patient developed bilateral groin pain over the past 6-9 months with shooting pains down the left leg. During examination on (B)(6) 2022, the tape was palpable, but no erosions or pain was demonstrated. The patient was referred to smrc in (B)(6) 2022 after mdt. Additional information has been requested.